Event description:
Procedure: unk. Patient sex: unk. Reportedly, the trocar broke while handling an instrument inside the trocar. A small piece of the broken trocar fell inside the surgical cavity but the piece was retrieved during the operation. There was no injury to the patient reported.